Manufacturer narrative:
The reported complaint of fluid leak from the solex catheter injection site was not confirmed during visual and functional testing. The solex 7 catheter functioned as intended. Zoll could not rule out the possibility that the catheter's medial and proximal luer openings may have been near insertion site, this would account reported issue as no catheter leak was found during the investigation. Visual examination of the returned catheter was performed and found no physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons and on distal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended.

Event description:
As reported, ten minutes after the solex 7 catheter placement, the customer experienced a fluid leak from the catheter injection site. The catheter placement was checked with imaging and verified the catheter tip was placed at an atrial height. The central line was connected to the infusion ports of the catheter and the proximal lumen of the solex catheter was clearly located in the vessel. The use of the solex 7 catheter was discontinued and the quattro catheter was placed to continue the patient therapy. No known impact or patient consequence was reported. The customer experienced an issue after the first catheter placement. (B)(4) created to address the reported issue. See MFR 3010617000-2019-00824 for first solex catheter issue.